Manufacturer narrative:
The event of choroidal effusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient presented with choroidal's at their last post op visit in the unknown eye. Patient was placed on atropine.